Event description:
Reportedly the plunger drive is not functioning. This non delivery condition was found during biomed testing. The rptr felt that this condition may be recognized by the user during set up testing and priming. There were no pt issues reported for this pump.